Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time and rewind anomaly. The customer's blood glucose value was unknown. Customer states insulin pump had random unexplained no delivery alarms. Customer also reports insulin pump had plastic chips off when changing reservoir. Customer reports clock was programmed once in a while. Customer states insulin pump had audio vibrate anomaly and also back light anomaly. The insulin pump will not be returned for analysis.